Event description:
It was reported that the customer experienced a low blood glucose (bg) level. The customer does not recall bg value but "feels" it was below 54 mg/dl. Cause was not known. Customer drank orange juice and a family member provided honey and sugar to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.